Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of beeps on batteries and power module was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation and there was no log file provided for review. Per the additional information provided by the vad coordinator no product will be returned for evaluation. Patient handbook rev.d, covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook rev.d. Important warnings relating to pump stops are described in operating manual rev. F. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02741 it was reported that a second controller exchange was performed and the alarms resolved.

Event description:
Related manufacturer¿s report # 2916596-2021-00921. It was reported that the "replace system controller" appeared on the system monitor for system controller (B)(4). The patient performed a controller exchange on (B)(6) 2021 because his previous system controller (B)(4) would beep on battery power and the power module. The submitted log files noted pump stops at the end of the log file. There were also pump stops at the beginning of the log files but those were due to the driveline disconnects during the controller exchange. The patient's controller was running off the backup microcontroller (mcu) and it was active throughout the complete log file. Technical services was unsure what caused this but recommended a controller exchange.